Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and a right atrial (ra) lead from another manufacturer exhibited high out of range pace impedance measurements. Boston scientific technical services discussed programming options and testing the ra lead integrity. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating the system was reprogrammed to turn off the respiratory rate trend, and the system produced measurements within normal range. No adverse patient effects were reported.